Event description:
Dealer stating the left arm is very loose - chair is only 3 months old. Dealer is concerned about this situation because she has had the same issue just recently.

Manufacturer narrative:
Invacare awareness date is (B)(6) 2013. Complaint was not given to regulatory affairs from customer service for processing until (B)(4) 2013.